Event description:
A medtronic representative reported a screw on an open spine clamp will not tighten properly. Replacement requested. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic investigation of returned suspect open spine clamp finds the adjustment screw threads are damaged in the middle of the travel and will not move past the damaged area. The screw is found cross-threaded.